Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 140-400's mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. The customer reverted to manual injections for insulin therapy.